Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided pump reset information and assisted in resetting the pump, successfully resolving the issue. The customer was advised to continue using the pump and to call back if any malfunction code reoccurs, which the customer acknowledged and understood.